Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt said that the drain bag, catheter, and the insertion tray are defective. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the pt said that the drain bag, catheter, and the insertion tray are defective. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via phone on 17nov2025, it was reported that sometimes he receives kits with missing syringes. Customer did not identify a specific lot or time frame when he received the order. He just mentioned that it happened a few times and the kits were replaced by (B)(4).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f,h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.